Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Fse (field service engineer) checked the device, no technical abnormalities could be found. Cas (clinical application specialist) stated vgb (vertical gas breakthrough) occurred, the canal is not properly venting, the flap is thin, also some liquid is visible over the cornea. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a patient's right eye flap was not removed during a procedure due to differentiation. The operation was terminated. Additional information has been requested.